Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6.

Event description:
Patient reported rupture on left side. Patient reported capsular contracture baker grade unknown, peri-implant free fluid, folds and lesion. Healthcare professional reported bilateral capsular contracture baker grade ii/iii and "silicone single in left internal mammary lymph node ". Device has been explanted. This report pertains to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported rupture on left side. The device remains implanted. Patient reported capsular contracture baker grade unknown, peri-implant free fluid, folds and lesion.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade ii/iii and /silicone single in left internal mammary lymph node ". Device has been explanted. This report pertains to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified one appears to be intact, has brown particles on the surface of the device, along with white / red biological tissue labeled on the left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.